Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. During a supply change, the contact reported smelling insulin on the customer. Tandem technical support performed a system check and confirmed that there was no leakage. Customer acknowledged that insulin may have gotten on their hands during the load process. There was no reported impact to the customer's blood glucose level.